Event description:
The surgeon implanted a collarmer lens model cc4204bf in 2001 and the surgery went well. A week after surgery, the patient had complained of eye dryness. The md had seen the patient and noticed imflammation of the retina and cystoid macular edema. It was indicated that the patient was treated and the lens remains implanted.